Event description:
It was reported that during implantation of the intraocular lens (iol), the surgeon determined that there was not enough capsule to support the lens. It was removed during the same procedure and an anterior chamber lens was used instead. To remove the iol the original incision had to be enlarged. No other complications were reported.

Manufacturer narrative:
Patient age or date of birth not provided. (B)(4) - incision enlargement. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to our manufacturing site for a visual inspection. The returned sample was inspected at 10x microscope magnification. No cosmetic conditions were identified in the returned lens. Based on the investigation no cosmetic condition was confirmed. The product meets visual inspection specifications. The manufacturing records were reviewed where the documentation and testing were found within product specifications. No deviation or non-conformance (ncr) was generated during manufacturing of this producting order (p/o). Any defects on the lenses or loops/haptics that do not meet manufacturing inspection specifications are rejected. A review of the raw material/manufacturing procedures in change control system was done and did not show any change in manufacturing method, inspections or specifications that could be related to this complaint type. Based on the manufacturing record review, no deviation or assignable cause was identified for the customer's claim. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.